Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant lacked primary stability during the placement procedure. Implant was removed and patient would have to wait 3 months for a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacture date. H10: additional narrative h3 other text : summary investigation.